Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an unspecified coronary artery, a 3.0x15 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the proximal shaft separated into two pieces due to the calcified lesion. The separated portion of the sds was simply withdrawn from the patient anatomy without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.